Event description:
The user reported the catheter had a hole at the hub. The user discarded the device. No harm or injury was reported.

Manufacturer narrative:
Device eval - the suspect device is not expected to be returned for eval. The user did not indicate if this was the initial use of the device. The lot number reported by the user was not a valid number. Lot number of the suspect device is not known. The device history record and complaint database could not be searched for lot specific info. A f/u report will be submitted if add'l info becomes available.